Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that after a refill, the healthcare provider (hcp) failed to update the pump. The reporter stated that the refill still showed (B)(6) 2012 on the patient therapy manager (ptm), even though the pump was refilled approximately one week prior to call (end of (B)(6) 2012). It was noted that the ptm was able to access a bolus. The reporter was aware that the pump would still dispense medication, however, it would alarm after (B)(6) 2012 until the pump was updated. Drug: morphine.